Event description:
Boston scientific received information that during an on-office interrogation, pacing impedance measurements greater than 2500 ohms, was observed. The device's logbook review was indicative of emi/noise; however, the boston scientific field representative was unable to reproduce the same effect during the in-office clinical visit. The system was reprogrammed and no adverse patient effects were reported. To date, the lead remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, the patient was admitted to the hospital for an rv lead revision with reports of dizziness and noted rv loss of capture. During the procedure the physician observed that the implanted position of the lead was suggestive of clavicle entrapment, resulting in lead physical damages. The lead sustained further damages during the extraction procedure and thus was discarded at the medical facility. Another boston scientific rv lead was successfully implanted. In the absence of a returned product, the investigation of this case is complete.